Event description:
It was reported that the patient went to emergency room due to diabetes keto acidosis on (B)(6) 2026. Blood glucose level was 550 mg/dl at the time of the event. Treatment provided at the time of hospitalization was insulin pen. Symptoms reported at the time of hospitalization was shaking, nausea and sweating. The length of hospitalization was greater than twenty fours hours. Ketones were also present at the time of hospitalization.

Manufacturer narrative:
Name: (B)(6). Country: united states of america. Street: (B)(6). Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.